Event description:
Customer reported, the system panel is displaying all squares and system will not take images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.